Manufacturer narrative:
Gehc surgery svc personnel replaced s-ram card set c-arm parameters tested main batteries - failed test - third party svc will replace battery pack. Unable to verify sys due to battery pack problem. Sys does boot up and fluoro is enabled.

Event description:
Customer reported unable to start case due to sys not booting up.